Manufacturer narrative:
Olympus visited the facility on (B)(6) 2015 to investigate the cause of this issue and confirmed that there was no abnormality in the power supply code and the ac inlet of the subject device. The mild burn of the nurse's finger almost recovered in that time. The subject device was not returned to olympus for further investigation, so olympus could not determine the cause of this issue. There might be electrical paths that electric current was concentrated to the nurse because the nurse might touch metal parts of the operating table or other devices. The breaker in the operating room might cut off the power due to unstable power supply environment in the facility. Olympus also checked the mfg history of the subject device, there was no irregularity found. The instruction manual of ues-30 already mentions cautions for the device handling. There were no further details provided. If significant additional info is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that the nurse got mild burn of her finger during transurethral resection and that a breaker in the operating room cut off the power. There was no report of pt injury in this event.